Event description:
It was reported that the instrument broke during the case causing the mouth at the tip to no longer open. Although the instrument was used intraoperatively, no pt injury was reported.

Manufacturer narrative:
(B)(4): the superior shaft is broken off at the center of the jaw pivot pin forward. The pivot pin and broken off portion of the shaft is missing and not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.